Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patients implantable pulse generator (ipg) was no longer retaining a charge and was taking longer to charge. It was unknown whether troubleshooting steps were performed or if charging reeducation was provided. The patient subsequently underwent an ipg replacement procedure and was doing well postoperatively. The explanted device was not returned as it was discarded by the medical facility.